Manufacturer narrative:
Qn# (B)(6) the customer returned one 20ga arterial catheter for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the catheter body was kinked in three places directly adjacent to the juncture hub. Microscopic examination confirmed the kinking. No other defects or anomalies were observed. The kinking measured .5mm, 2mm, and 5mm from the juncture hub. The catheter body total length measured 84mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The catheter body outer diameter measured 1.06mm, which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to the returned catheter and flushed. Water was observed exiting out of the distal tip with little to no issue. Performed per IFU statement , "maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with peripheral intravascular devices must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The IFU also states, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The report of a kinked catheter was confirmed through complaint investigation. Visual analysis revealed three distinct kinks towards the juncture hub of the catheter. Despite this, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after lung surgery, the patient is treated with intensive care. The catheter was placed in the operating room in according to IFU. Insertion of left radial artery. The insertion was performed on (B)(6) 2022. In intensive care, a hematoma was visible at the puncture site. (B)(6) 2022, the catheter was removed since there was no pressure curve and aspiration possible. The catheter was removed due to this issue and it was found that there were 2 kinks at the top of the catheter. A new catheter was not placed - reason not known. Catheter problem had no impact on therapy or similar - no patient harm." The patient's condition is reported as fine.

Event description:
It was reported that "after lung surgery, the patient is treated with intensive care. The catheter was placed in the operating room in according to IFU. Insertion of left radial artery. The insertion was performed on (B)(6) 2022. In intensive care, a hematoma was visible at the puncture site. On (B)(6) 2022, the catheter was removed since there was no pressure curve and aspiration possible. The catheter was removed due to this issue and it was found that there were 2 kinks at the top of the catheter. A new catheter was not placed - reason not known. Catheter problem had no impact on therapy or similar - no patient harm." The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).